Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and for this issue. The investigation is inconclusive as the device was not returned for eval. However, the root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.

Event description:
It was reported that during a biopsy into normal density breast tissue for a 2 cm lesion, the device made a rattling noise as though something was broken inside. Another device was used to complete the procedure. No pt injury was reported.